Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced tape not sticking event on (B)(6) 2026, leads to high blood glucose levels. No further information available.